Event description:
Abbott diabetes care received a medwatch report in which a customer reported issue with the adc device. Details were reported as follows: ¿I've repeated the finger prick test 5 & 15 mins after the cgm reading and it is still way off. Cgm say 157 and finger prick results were in the 70's both times. There has also been multiple times the cgm says my blood sugar is low, when it is normal. Again, I'm accounting for the 5-15 min delay with the cgm. I don't get symptoms of low blood sugar. I've also had multiple sensors just fail and say error.¿ no further details were reported and there was no report of an adverse event occurring or third-party treatment due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. Customer reported 4 sensors (serial numbers unknown). All sensor issues have been captured under this submission. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.